Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated the "blue top citrate tubes have short draws." Customer believes the tubes are filled appropriately, but the reference lab is rejecting the samples. Citrate tube volume guide was mailed to customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube had underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer stated the " blue top citrate tubes have short draws." Customer believes the tubes are filled appropriately, but the reference lab is rejecting the samples. Citrate tube volume guide was mailed to customer.